Event description:
It was reported that "during a kidney transplant, when preparing the arterial anastomosis, the punch became stuck jammed in the artery. Tear of the arterial wall". At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a

Manufacturer narrative:
(B)(4). One unit of catalog part number dp-52k was received for analysis in a ziploc bag. Sample was not received in its original packaging and without labeling identification. The sample has the tip release (no stuck) and no marks or deformations were detected on the body and tip of the device. Although the sample did not come in its original packaging, no contamination was detected. No gaps were perceived between the blade and core assembly. A functional test was performed according to wi-pun-22 rev23 by operating the handle and top cover together and no operational problems were detected. The customer's complaint cannot be confirmed because a visual and functional inspection was performed and the unit was found to have a released tip (not jammed) and no operational problems were observed during the functional tests performed. Additionally, product contains some warnings about the care and proper use of product. Like "remove the excised tissue before additional openings are created. Excessive cleaning of the punch in between cuts is not necessary. Failure to remove excised tissue from the punch or excessive cleaning may cause punch jamming or incomplete cuts". However, complaints of this type will continue to be followed up with periodic reviews to assess if any trends exist. A device history record review was performed, and no relevant findings were identified. As part of the evaluation, manufacturing, engineering and quality personnel were notified and made aware of the sample received.

Event description:
It was reported that "during a kidney transplant, when preparing the arterial anastomosis, the punch became stuck jammed in the artery. Tear of the arterial wall". At the time of this report, the customer has not returned our requests for additional information.